Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found needle separated from sensor base. Found needle bent inside needle hub. No broken or missing parts were observed during analysis. Analysis was unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had a sensor that broke after insertion. Blood glucose level at the time of the incident was not provided. The caller was advised that the sensor would be replaced and agreed to return the product for analysis.